Manufacturer narrative:
Device evaluation: visual inspection of the returned product found the lens was folded correctly and remained inside the nozzle but position of trailing haptic was abnormal, located at back of rod. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down correctly. Claim#: (B)(4).

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Implanted: na. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was pushing the rod of a ks-1 aq2017v preloaded injector lens, 22.0 diopter, and the trailing haptic figure at confirmation position was abnormal, so the surgeon stopped using this lens. There was no patient contact.